Event description:
It was reported that the patient presented in clinic for follow-up. Patient claimed to have experience discomfort. Upon interrogation, it was found that the right ventricular (rv) lead exhibited inappropriate shocks due to noise over-sensing. Programming changes were made. Later, the rv lead was explanted and replaced. Patient condition was stable throughout.